Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 1901191. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed and therefore, the reported defect could not be identified. Based on the products manufactured at this location, there is not a possibility of blue and yellow syringes. Per the preventive measures in place, we believe an incident of mixed product is an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported that an unspecified number of syringes s2 2ml 25ga 1in experienced a mix of product types in a pack. The following information was provided by the initial reporter: when the customer opened the package, he found syringes in two colors (blue and yellow), it should be all one color.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringes s2 2ml 25ga 1in experienced a mix of product types in a pack. The following information was provided by the initial reporter: when the customer opened the package, he found syringes in two colors (blue and yellow), it should be all one color.